Event description:
The distributor contacted animas on (B)(4) 2013 alleging the insulin cartridge was not recognized by the pump during the rewind, load and fill cannula step. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged load step malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: on investigation, there was no evidence of ¿cartridge not detected¿ (163) warnings in the black box data. During testing, the pump was exercised without the occurrence of a load step malfunction duplicated. The force sensor unit was evaluated and found to be within the required specifications. The pump was opened for inspection and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint and the pump was found to be operating as intended without malfunction.